Event description:
Later, an updated was received indicating that the generator was replaced prophylactically. It was reported that the explanted generator was discarded and is unavailable for return. No corrective action is needed as there is no new harm or risk established for the patient or user.

Event description:
It was reported that error code 14 was seen upon interrogation, the generator was in a "disabled" status. The associated error code read: "the generator is currently disabled due to error code 14. The generator is not supplying stimulation." The patient has reportedly not perceived stimulation. Diagnostics are within normal limits. The patient's settings were reduced from 3.25 ma --> .75 ma (normal mode) & 3.5 ma ---> 1 ma (magnet mode). After this output reduction, the output current was able to be delivered. A battery life calculation was performed indicating that the device had depleted faster than expected. A review of the generator's data was conducted, revealing confirmation of the error code 14 issue. Based on an internal review of the details of the event, it was reported that the cause of the event was likely related to electrocautery. Later, as anticipated, a report of premature end of life was alleged. It was reported that the battery was at was at 75-100% battery life on (B)(6) 2025 but was seen at 8-15% battery life on (B)(6) 2026. The surgeon claimed that electrocautery was not used during the initial implant procedure. Updated tablet data was not provided; no further investigation can be conducted as a result.